Event description:
Customer reported a past low blood glucose event with the lowest recorded level of 42 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult a healthcare professional for further evaluation.